Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they left home after the implant with their therapy turned off. After having no improvement on symptoms during the night they checked their therapy and realized it was off. Patient turned the therapy on and increased the s timulation until they felt it and since then they had been seeing some improvement. Patient stated that during the day their symptoms were much better but the nighttime was still a lot so they turned the stimulation up one more. Reviewed general use of communicator and handset. Patient requested assistance to increase their stimulation during the call. Patient was able to connect to implant and increase the stimulation to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient had an appointment with healthcare provider in two weeks. Patient reported urinary symptoms.